Event description:
It was reported that the pump displayed distal occlusion after three priming attempts. The status of the product at time of the event was while priming. There were no patient involvement and harm reported as result of this event.

Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.